Event description:
It was reported that the patients pump was exposed and had eroded through the skin. It was indicated that the patient was in the emergency room (ER). The patient's status was unknown. The drug delivered via pump was baclofen. Additional information had been requested, but was not a vailable as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# j11046r51, implanted: 2002-(B)(6), product type catheter. (B)(4).